Event description:
It was reported that the vigilance ii mean arterial value (map) did not match the ge solar 8000 (rac4a) bedside monitor's map. No patient complications were reported. A 70anm5 slave cable was used to transmit information between the two monitors. The account was a new user to the system as of january 2007.

Manufacturer narrative:
(B)(6). (B)(4): incorrect parameter calculations. Followup with the account indicated that they are not returning the vigilance monitor. The dfu instructs the user to verify the slaved map values with those displayed on the bedside monitor. Reference vigilance ii dfu, section 2-6. The statement is as follows: "caution: the accuracy of continuous svr, vqi and o2 el depends upon the quality and accuracy of the map, cvp and sa02 data transmitted from the external monitors. Since map, cvp, and sa02 analog signal quality from the external monitor cannot be validated by the vigilance ii monitor, actual values and the values (including all derived parameters) displayed by the vigilance ii monitor may not be consistent. The accuracy of continuous svr, vqi and o2ei measurement, therefore, cannot be guaranteed. To aid in determining the quality of the analog signals, regularly compare the map, cvp and sa02 values displayed on the external monitor to the values displayed on the vigilance monitor. Refer to external input device operator's manual for detailed information. Regarding accuracy, calibration, and other variables which may impact the analog output signal from the external monitor." Device 2: brand name: pressure slave cable; type of device: analogue slave cable; manufacturer: edwards lifesciences (B)(4). Model#: 70anm5, single use device that was reprocessed?: no; device available for eval?: no. (B)(4): incorrect parameter calculations. (B)(4).